Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the poly exchange due to instability. Extracted poly appeared to be in good shape. Moving up one size from a 8mm pli insert to a 10mm cvd plus insert resolved the issue to the satisfaction of the surgeon. Doi: (B)(6)2011 ; dor: (B)(6) 2017 ; left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.